Event description:
It was reported that there was particulate matter in the cassette of a homechoice automated pd set with cassette. The reporter described the particulate matter as ¿dirtiness¿ found in the cassette. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.